Event description:
Sorin group received a report that during priming, a leak was observed form the housing of the oxygenator. The unit was not used for the procedure. There was no pt involvement.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the customer perfusion pack. The d 905 eos hollow fiber oxygenator with integrated hardshell venous/cardiotomy reservoir is a component of the customer perfusion pack. The 510(k) number of the eos oxygenator is k043323. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group received a report that during priming, a leak was observed from the housing of the oxygenator. The unit was not used for the procedure. There was no pt involvement. The investigation is on-going. A follow-up report will be sent when the investigation is complete. The facility reported this incident to the country's competent authority. This medwatch report is being filed in response to this action.